Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. H6: investigation summary: customer returned (1) loose 1ml bd insulin syringe. Consumer reported that the black rubber stopper is melted inside of the syringe. The returned sample was examined, and it was observed that the stopper was damaged/disfigured within the barrel. A review of the device history record was completed for batch# 0258080. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure of the stopper damaged/disfigured within the barrel. H3 other text : see h10.

Event description:
It was reported that the syringe 1.0ml 31ga 6mm 10bag 500cs experienced a deformed stopper. The following information was provided by the initial reporter: material no: 324912, batch no: 0258080. Consumer reported that the black rubber stopper is melted inside of the syringe. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1.0ml 31ga 6mm 10bag 500cs experienced a deformed stopper. The following information was provided by the initial reporter: material no: 324912. Batch no: 0258080. Consumer reported that the black rubber stopper is melted inside of the syringe. Date of event: unknown.